Event description:
The ins device was returned for analysis stating multiple interruptions of stimulation therapy. The device was returned after approximately four months implant duration because the unit would return to factory settings (power on reset) every time the patient returned home. Her house and surroundings reportedly were evaluated for abnormal electromagnetic field values with nothing unusual detected. The product was replaced with no patient complication reported.

Manufacturer narrative:
Final device analysis results revealed that both b+ battery bond wires are broken. Product inspection shows the power on reset (por) occurred when pressure was applied to the case. Results of destructive analysis revealed broken bond wires connecting the battery to the hybrid circuit. The epoxy bond is broken between the hybrid and both battery terminals. Product service life at explant was 4 months. Investigation summary shows the product evaluation of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.